Manufacturer narrative:
This event occurred in (B)(6).

Event description:
It was reported that the field service representative punctured his right hand with the sample probe while cleaning the analyzer. The injury was immediately treated with alcohol. It was noted the probe was "contaminated with gel and serum crusts". Additional information regarding treatment received, current condition and any adverse event was requested, but was not provided.

Manufacturer narrative:
(B)(6). The field service representative visited the emergency room where he received medical advice and several blood tests were performed. Information was provided as "little bleeding come out of the right thumb" and "vaccination initiated". He was feeling tired and dizzy.

Manufacturer narrative:
The investigation found the event was due to a moment of inattention by the field service representative. The analyzer involved in the event is no longer manufactured.